Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k053529.

Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging his onetouch ultra2 meter read inaccurately erratic when comparing blood glucose test results taken one after another. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The alleged issue began on (B)(6) 2011. On (B)(6) 2011, the patient reported blood glucose results of "118, 108 and 157 mg/dl" with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/ or <=20 mg/dl. The customer care advocate (cca) was advised the patient manages his diabetes with lantus insulin (65 units) and metformin pills (500 mg). It is not known what action the patient took at the time of the alleged issue. At an unspecified time, the patient stated he felt disoriented and had problems walking. For reasons unclear, on (B)(6) 2011, the patient went to the emergency room (ER). A health care professional (hcp) administered the patient insulin (10 units/ type not specified). The patient obtained blood glucose results of "369 and 157 mg/dl" with the ER meter. At the time of troubleshooting, the cca noted the meter was set to the correct unit of measurement and an approved sample site was used for testing. The patient did not have any control solution to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly received medical intervention from a health care professional (hcp) after the reported issue began.